Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. The lock was loose and there was movement in the clamp while in the locked position, and the ratchet extension is difficult to move through the body casting. New components were added to replace worn internal parts, and general cleaning and maintenance performed. Root cause analysis - complaint confirmed via inspection of the unit. Probable root cause is routine use and wear. Additionally, improper or suboptimal positioning of the skull clamp can contribute to movement of the mayfield system or slippage of the patient's head. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00023: a facility reported that the screw on the mayfield modified skull clamp (a1059) moved during posterior cervical fusion procedure. There was no delay in surgery as they continued the surgery with the same head clamp because the patient was already positioned on the table. They "hit" the head clamp to try to replace or reinforce the mechanism. There was no patient injury.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.